Event description:
It was reported that the patient hears a whistling tone all the time. All of the external equipment was exchanged, but without success.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation.